Event description:
Pt performed a blood glucose test and received a result of 54mg/dl. The rescue unit was called and when they arrived they received a result of 121mg/dl. The pt was taken to the hosp and a stat lab was performed. The result was 54mg/dl, the pt was admitted to the hosp. The rescue unit withheld treatment due to the result that they had received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.